Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently hospitalized. Customer declined troubleshooting. Customer reported they were released from the hospital on (B)(6) 2024. No additional information was able to be obtained.